Manufacturer narrative:
Imaging was provided of the stent placed in the siphon. The review of the provided media found the device had landed in the siphon but the images provided were inconclusive to verify the reported event as described. Without any additional images or status no further conclusions can be drawn.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Post procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use identify stroke as a potential complication associated with use of the device.

Event description:
It was reported that after a fred stent was implanted in a patient on (B)(6) 2020, the patient presented to the hospital with stroke-like symptoms on (B)(6) 2021. There was a complete occlusion of the internal carotid artery. The patient was on asa and plavix for 3 months post procedure.